Event description:
It was reported that, patient's left hip won't hold weight and gets painful. Patient also has right hip rejuvenate/abgii but has no problems with right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device reference in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.